Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited low p-wave amplitudes and high capture threshold. The ra lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported events of low p-wave amplitudes and high capture threshold were not confirmed. As received, a complete lead was returned in one piece with the helix was found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.